Event description:
Tampon shredded, stuck inside [foreign body in reproductive tract]. Vaginal cramping [vulvovaginal pain]. Tampon shredded [device breakage]. Case narrative: consumer reported via phone that tampons shredded inside of her and were stuck. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon shredded, stuck inside [foreign body in reproductive tract] vaginal cramping [vulvovaginal pain] tampon shredded [device breakage] case narrative: consumer reported via phone that tampons shredded inside of her and were stuck. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on august 24, 2022. An investigation is in progress for returned product received on august 18, 2022.

Event description:
Tampon shredded, stuck inside [foreign body in reproductive tract] vaginal cramping [vulvovaginal pain] tampon shredded [device breakage] case narrative: consumer reported via phone that tampons shredded inside of her and were stuck. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.